Event description:
During primary surgery, the femur was fractured. Surgery was prolonged approx 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.